Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with a device that was not working properly. The reservoir had migrated, and the patient started having issues with the pump not working properly resulting in the cylinders partially inflating and never fully deflating. Surgical intervention was performed to replace the device. There were no patient complications reported.